Event description:
A user facility reported that five patient's developed toxic anterior segment syndrome (tass) in the past 5-6 weeks. This product was used for one of these pt's . No specific product is being blamed. All pt's symptoms are resolving. No pt idetifiers available. It was rpeorted that 4 out of the 5 tass cases were with the same surgeon.